Event description:
Event description guidant received information that this patient recently underwent a procedure to have an epicardial coronary sinus lead implanted. One day following the procedure this cardiac resynchronization therapy defibrillator (crt-d) recorded an increased impedance measurement on this defibrillation lead. The measurements are still within a normal range. New information received indicates that this device detected out of range shock impedances on this defibrillation lead. A command shock was performed which returned normal shock impedances. Since then, the patient developed an infection and the system was explanted.